Manufacturer narrative:
Date of event: unknown, used first date of the aware month. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to severe perineal and right lower quadrant pain. He had a significant amount of redundant tubing in the scrotum and the device did not provide enough rigidity to maintain a quality erection. The device was replaced with another manufacturer device. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams 700 flat reservoir was visually inspected, and leak tested. The reservoir had a large leak at the side of the reservoir shell that was consistent with sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. The ams700 ipp cylinder 1 was visually inspected, and leak tested. There was a leak in cylinder 1 in the proximal that was the result of sharp instrument damage consistent with the explant. Due to this damage being consistent with explant it will be considered a secondary failure. The ams700 ipp cylinder 2 was visually inspected, and leak tested. There were no visual damages or abnormalities noted and no leaks were found. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested and no leaks were found. The pump was functionally tested and performed within specification. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to severe perineal and right lower quadrant pain. He had a significant amount of redundant tubing in the scrotum and the device did not provide enough rigidity to maintain a quality erection. The device was replaced with another manufacturer's device. There were no additional patient complications.